Event description:
A customer reported to olympus, the evis exera ii ultrasound gastrovideoscope experienced leakage at the air/water outlet and at the channel. There was no report of patient harm associated with this event. During incoming inspection, there was a crack on the distal end. The damage or deformation was due to physical stress. Also, there was a gap between the acoustic lens and ultrasound probe. This medwatch is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of leakage at air/water outlet and channel was not confirmed. In addition to evaluation in b5, due to wear of lock engagement lever, up/down knob could not be locked securely. Paint on air/water cylinder was peeling. The suction cylinder had discoloration. The scope cover had discoloration. The scope body had discoloration. The acoustic lens had a scratch. The connecting tube buckled. There was a chip in the adhesive area between the acoustic lens and ultrasound probe. Due to a crack on distal end, water tightness was lost. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "never perform angulation control forcibly or suddenly. Never forcefully pull, twist or rotate the angulated bending section. Patient injury, bleeding and/or perforation can result.". Olympus will continue to monitor the field performance of this device.